Event description:
We had an occurrence when our nurse had an inadvertent outcome, leaving a tourniquet on the patient after the PICC placement and discovered at readmission the next morning in the emergency department. As part of analysis and action items, we are asking that you consider changing the color of the tourniquet to bright orange, as the current color blends in the gowns and clothing, the patient did not have a dvt prior to the catheter insertion. The tourniquet was left on and the patient discharged. The family noticed the tourniquet at home but left it because "they didn't know any better". The patient came to the ER the following morning, the ER staff removed the tourniquet and did a doppler which showed the clot. The patient was referred to the coumadin clinic for treatment. There were two nurses involved in the catheter insertion; one nurse was precepting the other nurse. The patient is dark skinned, the tourniquet was found the day after PICC placement by the daughter while helping mother get dressed. There was no skin color change, and the patient said there was not really any more pain than normal. Patient has septic arthritis. A dvt in shoulder area was noted. No other information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.